Manufacturer narrative:
The subject device has not yet been received for evaluation. Below are information on customers cds checklist: brush/manual ¿ tec-care. Proteozim plus cantel-, the detergent used for cleaning. Aniosyme xl3- the disinfectant used for disinfection. Aer- steris/system one. Aer/disinfectant s40 sterilant concentrate. Scope storage- hanging vertically. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test , the device was tested positive twice as reported below. The issue found during reprocessing. 1st test (B)(6) 2022: suction channel tested positive for escherichia coli -7 (cfu/20 ml) 2nd test (B)(6) 2022: suction channel tested positive for escherichia coli- 5 (cfu). The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and third party culture testing results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation with no hygiene relevant germs detected. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.